Event description:
Balloon leakage during use ep balloon leak during surgery on morning of may 6th. The device was removed and inspected. There was no patient injury observed..

Manufacturer narrative:
Evaluation anticipated but not yet begun.

Manufacturer narrative:
Edwards evaluation: customer report of "balloon leak" was confirmed. Balloon inflated but did not maintain inflation due to leakage across distal bond. Leakage occurred through a channel, above pressure lumen. Balloon appeared intact. Unit is sent to accellent for further evaluation. On 7/1/10-accellent evaluation-the balloon was aspirated then inflated with 2cc of colored water. Visually under 10x magnification it is noted that there is a leak in the distal balloon bond. Visually the device has no defects. Water was then introduced through all, but the balloon lumen and the water flows from where it should. The distal shaft was clamped off and the device lumens were tested for interlumen leakage. There was no interlumen leakage detected. There is no way to determine how or where the balloon bond delaminated. These devices are visually and functionally tested 100% prior to packaging. A device history record review was performed on 5/27/2010, and this device passed all manufacturing and sterilization inspections with no non conformances.